Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely depressed sodium result on the alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the 1 ml syringe, list number 09d41-03, the ict module, list number, 09d28-04, and the ict probe, list number 09d63-04, needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results for one patient on an alinity c analyzer. The following data was provided (customer's reference range is 133-146 mmol/l): sample ID (B)(6) initial result was 118, repeats, on another analyzer, were 140 and 141 mmol/l. The customer noticed that the ict buffer was low, replaced it, reran the sample and the result was 140 mmol/l. There was no impact to patient management reported.